Event description:
It was reported a patient had orbital floor surgery and the surgeon used dynamic mesh. One day later, it was discovered during a post op CT the mesh was broken. Allegedly, there was no swelling of the eye/cheek/sinus however, the patient eyes were at different levels. The post op CT showed that the mesh had shrunk into the maxillary sinus roof and fractured from the ring. A revision surgery was performed on (B)(6) 2015.

Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Manufacturer narrative:
The reported event could be confirmed as the returned mesh is broken. The investigation shows that the mesh was very strongly and on several areas plastically deformed (in places 180° bent) and damaged by medical instruments during the adaptation to the anatomy of the patient. The damages lead to reduction of the cross section, to a massive local strain hardening/embrittlement of the material and finally to the breakage of the implant in forced rupture during, or shortly after the implantation. In the IFU it is documented that ¿ ¿damage to or scratches on the implant can considerably impair the strength and fatigue resistance of the implant.¿ the investigation with sem shows on the fractured surfaces the appearance of a forced rupture caused by high bending/traction and shearing forces. The root cause of the failure was the strong plastically deformation/damage of the plate by medical instruments during the implantation. Indications for material or manufacturing related problems were not found in this investigation. Based on the evaluation no indications for any design, material or manufacturing related problems were found in this investigation.

Event description:
It was reported a patient had orbital floor surgery and the surgeon used dynamic mesh. One day later, it was discovered during a post op CT the mesh was broken. Allegedly, there was no swelling of the eye/cheek/sinus however, the patient eyes were at different levels. The post op CT showed that the mesh had shrunk into the maxillary sinus roof and fractured from the ring. A revision surgery was performed on (B)(6) 2015.